Event description:
It was reported that three side-firing surgical fibers were used during the prostate procedure. The first fiber used was replaced at 18,320 joules; no issues were reported with the first fiber. At 2,230 joules while using the second surgical fiber, the aiming beam was observed to fire straight out of the fiber (forward-fire). The procedure was completed at 145,494 joules using a third side-firing surgical fiber.there was no patient injury reported.this report is for the second surgical fiber used.

Manufacturer narrative:
(B)(4).